Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer changed the cartridge and syringe to successfully load the cartridge. Customer's blood glucose was 175 mg/dl.